Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temp alarms occurred when the pump was plugged into a power source during setup of the pump. The customer was unable to clear the temp alarms. Reportedly, the pump was at a normal temp at the time of the reported issue. A power source alert was also noted; however the reason for the alert was unknown. There was no patient involvement, as device had not yet been used on the customer.